Manufacturer narrative:
As reported in a literature article, a patient was diagnosed with right aortic arch (raa) and associated with kommerell diverticulum (kd). Five years post-procedure, patient's aneurysm diameter had not increased and the patient was under follow up as an outpatient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article abstract, "treatment strategies for kommerell diverticulurn", was reviewed. The article presents a case study of a 75-year-old male was diagnosed with right aortic arch (raa) · kommerell diverticulurn (kd) after undergoing a medical examination on an unknown date 5 years ago. Thoracic endovascular aortic repair (tevar) with 2-debranching procedures on the left carotid artery (lca) included bypass on the -bilateral subclavian artery (sca) and an amplatzer vascular plug ii implant on the +bilateral sca. Access was performed at the right femoral artery approach. The patient had a type ii endoleak but was stable and discharged same day. It was reported 5 years post-procedure, patient's aneurysm diameter had not increased and the patient was under follow up as an outpatient. [The primary author was keisuke nakamura, showa university northern yokohama hospital, 35-1 chigasakichuo, tsuzuki ward, yokohama, kanagawa 224-0032, japan].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.